Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt lost a lot of weight and her ins was sticking out. Two months later, it was reported while the stimulation was turned on, the pt had a loss of therapeutic effect. The loss of effect was felt in the parasthesia area which was being used for migraines. The return of headaches (loss of effect) started in june. The pt also experienced a pinching and burning sensation. The pt was seen in the clinic. It was determined one of the leads was broken. It was unk how the break occurred there was no known incident or accident related the onset of the symptoms. One lead remained active and the broken lead was disabled. The pt also reported pain in the back of the head. The pt remained at home. The replacement surgery was to be scheduled for the end of july or august. Additional info was requested.